Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided . A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to periimplantitis and bone loss. Per indicated: placed implant (B)(6) 2019, 5-6 pocketing noted on (B)(6) 2020. Patient placed on alternate cleanings with perio every 3 months. Implant has 5-7mm pocketing, dx: peri-implantitis, removal of implant on (B)(6) 2022. Surgical/medical intervention required for permanent damage: no additional appointment required: removal with bone graft return in 4 months for replacement. Symptoms as a result of the event: inflammation. Customer called back to confirm fractured screw. Implant coordinator stated that there was 5 mm - 6 mm pocketing in the area. Implant was infected. A portion of the implant had integrated, implant was partially integrated. Dr. Had to use an instrument to extract the implant, and that's when the screw fracture occurred (during implant removal).

Manufacturer narrative:
An unknown zimmer screw and unknown zimmer dental implant (tsv) were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Damage to the implant due to the removal process and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #4 and was used for approximately 3 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lots and items information. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified for peri-implantitis however device malfunction did occur and the reported event was confirmed for fracture screw. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Event description:
It was reported that confirm fractured screw. Implant coordinator stated that there was 5 mm - 6 mm pocketing in the area. Implant was infected. A portion of the implant had integrated, implant was partially integrated. Dr. Had to use an instrument to extract the implant, and that's when the screw fracture occurred (during implant removal).